Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue medication to a patient due to exceeding distribution quantity. A technical support specialist provided the findings to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a medication that was unable to dispensed to the patient. There were no adverse events or injuries reported based on this event.